Event description:
No patient complications have been reported as a result of this event.

Event description:
It was reported that the device implanted in (B)(6) 2013, showed a high number of short interval counts (sic) that had been increasingly getting worse. An inspection of the lead showed no anomalies and showed that it was inserted properly and all other measurements were within normal limits. A more recent stored electrogram still showed the noise on the near and far field channels. Noise from and external source was suspected. The device remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The source of the external emi was unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.